Manufacturer narrative:
Date of event: unknown. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 7191730, medical device expiration date: n/a, device manufacture date: 2017-09-08. Medical device lot #: 7338760, medical device expiration date: 2022-12-31, h device manufacture date: 2017-12-04. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported insulin was leaking out of the bd insulin syringes with bd ultra-fine¿ needles during use. There was no report of exposure, injury, or medical intervention noted.

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch#: 7191730. All inspections were performed per the applicable operations qc specifications. There was one (1) notification [200707368] noted that did not pertain to the complaint. A review of the device history record was completed for batch#: 7338760. All inspections were performed per the applicable operations qc specifications. There were two (2) notifications [200727208, 200727287] noted that did not pertain to the complaint. Based on the samples / photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Investigation conclusion: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned.

Event description:
It was reported insulin was leaking out of the bd insulin syringes with bd ultra-fine¿ needles during use. There was no report of exposure, injury, or medical intervention noted.

Manufacturer narrative:
Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: sex: female. Event attributed to: other. Device single use?: no. Device returned to manufacture: no.

Event description:
It was reported insulin was leaking out of the bd insulin syringes with bd ultra-fine¿ needles during use. There was no report of exposure, injury, or medical intervention noted.